Manufacturer narrative:
Continuation concomitant medical products: vedr01 ipg implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. Due to the patient's rv pacing dependence, the physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.